Event description:
It was reported that the ptca/stent procedure was to treat two lesions (proximal, mid) in the rca. The proximal lesion was treated first, by predilating with a balloon and then stenting with a penta stent with excellent results. The mid lesion was reported to be accentric, highly calcified and short. The lesion was primary stented with the penta stent. When the balloon was deflated, a perforation was noted and the patient decompensated. Another company's stent was used to treat the perforation. A cath lab picture showed that the leak was sealed; however, some thrombus had formed and the patient was started on reopro. The patient's blood pressure was low so a pericardiocentesis was performed to relieve some of the pressure. This was successful and the patient's blood pressure went form 130 to 160. The patient was then transferred to the ICU and was reported to be doing fine.